Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited blood leakage from the gas vent filter. There was patient involvement, no injury was reported.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to a leak was observed from the top of the gas vent. Upon further examination the gas membrane was observed to be wetted out. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Although the reported issue was confirmed, a root cause could not be established.